Manufacturer narrative:
(B)(4). The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive yet the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that following the third dislocation in less than 3 months after the implantation the patient underwent revision surgery.

Event description:
No event update.

Manufacturer narrative:
D11, concomitant device: g7 neutral arcomxl lnr 32mm e, ref#: 010000732, lot#: 6197000. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: dislocation. Review of event description: it was reported that the patient had three dislocations of a right, cementless hip tha. It was stated that the surgeon followed the surgical technique. The dislocations were reduced by closed reduction twice. After the third time she was scheduled for a revision due to dislocation. When the liner was removed, dr. Dearborn noticed a puncture type indentation on the rim of the liner that looked suspicious. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: - visual examination: one half of the biolox head is still intact. However, the other half is completely scratched with multiple scratches in vertical direction. Also the rim area does show some scratches. The taper shows two distinct wear patterns opposite of each other. On one side a zigzag wear pattern can be identified, on the other side a wear pattern with a pretty constant slope can be found. The wear line at around two-thirds of the taper length is not constant over the complete circumference. Based on this visual examination the reported event can be confirmed. Review of product documentation - the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using rmw: - failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to inadequate head design leads to impingement; limited range of motion not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. - failure of connection between stem and ball head, dislocation, dissociation, implant breakage due to insufficient connection strength between head and stem due to insufficient material properties and/or design not possible according to material compatibility specification the material has been tested. Further, a systematic issue with material properties would have been detected as part of the issue evaluation assessment. - failure of connection between stem and ball head, postoperative tissue reaction, metalosis, dislocation, dissociation, aseptic loosening of stem, osteolysis due to insufficient connection strength / micromotion leading to wear in taper connection between stem and head possible, as wear patterns were found within the taper, micromotion cannot be excluded as potential cause. - postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem, osteolysis due to pe, ceramic or metal particle release from articulation (head and inlay) or taper (head and stem) connection due to wear possible, as wear patterns were found within the taper, this cause cannot be excluded. - postoperative tissue reaction, dislocation, aseptic loosening of stem, increased wear, osteolysis due to increased friction for ceramic-on-poly or ceramic-on-ceramic bearing leading to loosening of components or increased wear not possible, as the investigations did not reveal extensive pe or ceramic wear. - failure of connection between stem and ball head, dislocation, subluxation, dissociation, abrasive wear, limited rom, impingement due to inadequate head and/or adapter design leads to impingement (component to bone) with stem. Not possible as a systematic issue with design would have been detected as part of the issue evaluation assessment. - failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to impingement (component to bone, component to component, component to soft tissue) due to malposition of components (stem, head, cup) possible, as the visual examination identified an inconsistent wear pattern over the circumference of the head taper, which is a potential indication for malpositioning. - dislocation, subluxation, leg length discrepancy, aseptic loosening of components due to selection of wrong components (e.g. Wrong size of head diameter and/or offset). Possible as this cause cannot be excluded based on the given information. - failure of connection between stem and ball head, abrasive wear, fretting corrosion, dislocation, dissociation, implant fracture, soft tissue impingement due to inappropriate assembling of head with stem (e.g. Insufficient impaction force and/ or off axis impaction, torque on head). Possible, as the visual examination identified an inconsistent wear pattern over the circumference of the head taper, which is a potential indication for malpositioning. - failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of head, leg length discrepancy due to off label use; wrong combination of components used; combination with competitor products. Not possible as the implanted combination was approved by zimmerbiomet. - implant breakage, dislocation due to inappropriate advice by surgeon to inform patient on postoperative activities and limits. Possible, as adherence to rehabilitation protocol is unknown. Conclusion summary it was reported that the patient had three dislocations of a right, cementless hip tha. It was stated that the surgeon followed the surgical technique. The dislocations were reduced by closed reduction twice. After the third time she was scheduled for a revision due to dislocation. The reported product combination, consisting of head and liner, was approved by zimmerbiomet. However, the mating stem is unknown. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The visual examination showed that one half of the biolox head is marked with vertical scratches. More scratches were found on the rim area next to the taper. The taper shows two distinct wear patterns opposite of each other. On one side a zigzag wear pattern was identified, on the other side a wear pattern with a pretty constant slope was found. Further, the wear line at around two-thirds of the taper length is not constant over the complete circumference, which may be an indication that the head was mounted slightly tilted on the stem taper. Neither x-rays nor surgical notes were received, therefore the implant positioning remains unknown. It was reported that the patient with normal bmi has a high activity. Based on the given information the adherence of the patient to the rehabilitation protocol is unknown. In general, dislocation can be triggered by tissue damage, tissue laxity, malpositioning of the implants, leg length discrepancy, and others reasons. Therefore, based on the given information and the results of the investigation, no specific root cause could be found. This is a split case with zimmer inc., warsaw reference (B)(4) (MFR- 0001825034-2018-08168). The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4) .